Event description:
Caller is reporting that the mobility recreational scooter is top heavy, when the throttle is released it jerks, stops and hesitates to move and will easily tip over. She stated that it is not stable and has to be driven very slowly. The retailer advised ER that she can try to sell the unit. Caller stated that she has been complaining to the retailer since she first operated it. Caller is concerned that this mobility scooter is dangerous and should be taken off the market before consumers are seriously harm. Document no: (B)(6). Report no: 20190812-1ab78-1894777. Retailer: progress. Retailer state: california. Purchase date: 07/12/2015. The product was not damaged before the incident. The product was not modified before the incident.